Event description:
A female with history of pvd was admitted for a peripheral intervention to treat high grade left ostial common iliac stenosis and a proximal right iliac lesion in 2008. The right cfa was accessed with a 5f sheath and exchanged to a 6f. The left cfa was accessed using a 6f sheath, with one exchange during the procedure. The initial procedure was reportedly performed without complication. The physician being trained to the mynx device proceeded to use the mynx, and bilateral mynx devices were utilized with good results and hemostasis achieved. Post-procedure, the patient began to have complaints of lower abdominal pain and decreased bp, hct and hg. The patient was transfused with 2 units of blood. A CT scan was performed which documented a retroperitoneal bleed (source unknown), and the patient was sent for vascular repair during which 2 additional units of blood were given two days later. The patient reportedly tolerated the procedure well and was discharged two days later, without further incident.

Manufacturer narrative:
The device was not returned to aci for evaluation and the device lot number was not provided for lot history review. Based on the information provided and the investigation performed, the root cause of the retroperitoneal bleed could not be determined. In considering potential causes, per the mynx IFU, do not use the mynx vascular closure device if the puncture site is located above the most inferior border of the inferior epigastric artery (iea) and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma/bleed.